Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after not using the pump for insulin therapy for a period of time, the customer could not power the pump on. The contact was unable to perform troubleshooting as the pump was not available. Customer used manual injections for pump therapy. There was no reported impact to the customer's blood glucose level. Although multiple attempts were made by tandem technical support to confirm if pump charged, the customer did not reply.